Event description:
Boston scientific has become aware of the following event: the driver 3.0x30 and 3.5x24 were placed at the lesion in a rca proximal to mid. The device was caught to the 3.0x30 stent and the strut was raised. The physician didn't feel resistance at all. The lesion being treated was 90% stenosed and not calcified in rca proximal to mid.

Manufacturer narrative:
The technical evaluation will be performed when the device is returned to manufacturer. The results of the evaluation will be provided in the supplemental report.